Event description:
It was reported there was a lead fracture, resulting in high impedance and noise on the ventricular channel. The lead was replaced; there has been no report of patient complications.